Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the piece luer lock assembly of the two piece luer lock body was cracked. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set broken while attempting to disconnect from a non-baxter tubing while the pump was stopped. When attempting to unscrew the collar, a crack was heard and the collar was able to be pulled further up the solution set tubing than normal; the solution set was stuck inside the non-baxter tubing. Minimal pressure was applied to disconnect and the solution set broke off inside the non-baxter tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.